Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had an output error on display (e106 error). The issue occurred during general routine inspection. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device issue was not reproduced, therefore, the event was not confirmed. It could not be determined whether the device satisfied the performance specifications. It could not be confirmed whether the product was used for treatment or diagnosis. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.